Event description:
Event description cpi received information indicating this patient received nine shocks from her implantable cardioverter defibrillator (ICD) in two days. A review of the stored e-grams indicated that the patient was in normal sinus rhythm at the time that therapy was delivered.